Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 375cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. The patient had a mammogram in 2015 which revealed lumps and a biopsy was performed. No cancer was found. In 2017 the patient began having left sided discharge and breast implant illness was suspected. In the summer of 2019, the patient began experiencing body pain, breast fluid leaking, itching, and other unspecified breast implant illness like symptoms. The patient had been having mammograms every three months, had three magnetic resonance imaging exams performed ((B)(6) 2018, (B)(6) 2019, (B)(6) 2019) and had ultrasounds performed. The results of these exams are unknown. The patient was being treated with motrin for her pain. The devices were explanted without replacement on (B)(6) 2019. The devices were sent to pathology and the results were not yet provided to mentor. With explant a duct cyst was removed, and the right device was found to be ruptured. The possibility of fibromyalgia was mentioned, but no official diagnosis is known. This report relates to the right prosthesis. See 1645337-2020-00840 for contralateral prosthesis report.